Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2024 the patient went to the deep vein maintenance clinic for maintenance. When the nurse in the dressing room opened the dressing, she only saw that the connecting tube was outside the body and no remaining PICC line was seen. The patient was sent for a chest x-ray, and it was found that the right ventricle the main trunk of the left and right veins the basal segment of the right lower lobe of the right lung had a high-density tubular shadow, and the severed tube had been dissociated into the body. After case discussion in the hospital. A surgical interventional procedure was performed to remove the severed tube. The tube was intact, and the patient had no complaints of discomfort. Minimally invasive surgery is required to remove the free severed tube from the body, and the patient bears the risks associated with the procedure. No other information provided, at this time.